Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 193 mg/dl and an insulin injection was used to address the bg level. After a system check, one cartridge was found to possibly have an occlusion within it. After changing the cartridge and reattaching the "old" tubing, insulin was not observed exiting the tubing; the customer was not sure if there was air in the tubing. The customer changed the tubing and insulin was resumed. The next day the customer reported to have not received any further alerts or alarms.